Event description:
Ous MDR - it was reported that the patient had suffered inappropriate shocks 48 months after the implantation. The patient was admitted to the hospital and this device and the lead were explanted and replaced. This device was returned for analysis.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol1, 26 charge processes had been registered. The lead was still contacted in the returned state. The memory content of the ICD was checked. The analysis of the archive data showed an increase in the pacing impedance to 1124 ohm since (B)(6) 2015. The check of the available iegms showed interference in the ventricular channel that, matching the clinical observation, had led to 5 shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In a next step, the lead was decontacted, and the connection system of the ICD was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and df-1 standard. There was no material defect or manufacturing error. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a device malfunction.